Event description:
It was reported that the procedure was to treat a de novo lesion with mild tortuosity, heavy calcification and 99% stenosis in the mid left anterior descending artery. A 1.50x12 mm tenku rx balloon dilation catheter (bdc) protective sheath/stylet was removed without resistance. The balloon was soaked and the device was prepped (air aspiration) outside the anatomy prior to use. The bdc was advanced and ruptured at 5 atmospheres during the first inflation. A non-abbott bdc was used to successfully complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no evidence to indicate the presence of a potential issue/observation caused by, or related to the design, manufacture, or labeling of the device. The tenku dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(4). Although this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. Type and PMA/510k # of this medwatch correspond to the device currently marketed for sale in the us.